Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03599. The patient received 2 trial scs leads with different lot numbers. It was reported the patient went to the emergency room due to post implant bandaging and fluid leakage. Subsequently, the patient was hospitalized for infectious disease and diagnosed by the physician with septic arthritis. The physician does not feel the infection is system related. The infection did not show up on the pre-trail MRI but the post-trial MRI. The leads were removed and the patient is being treated with antibiotics. Follow-up is pending.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.